Event description:
We have had some complications with this product so I started to do some research. There are over 90 maude reports that have been filed in 18 months on this product, and I'm sure there are hundreds if not thousand unreported. Why is this product on the market if there are so many complaints? We will never use this product again and shame on bd for allowing this to be made.